Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and silicone migration.

Event description:
Patient reported for right side "rupture", "silicone from the breast implants have also travelled into her lymph nodes and into other areas of her body", "medical issues". Device has been explanted.